Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for needle non retraction regardless of the patient outcome. This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for needle non retraction regardless of the patient outcome.

Event description:
The needle would not retract back into the sheath.

Manufacturer narrative:
This complaint is reportable on the basis of the reporting precedence established for this product family for non-retraction of the needle into the sheath, regardless of the patient outcome. This complaint is related to an echo-19 device of lot # c1104115. The echo-19 device involved in this complaint has been returned for evaluation with the sheath/needle cut. This echo device was received with the needle retracted in the sheath of the device. No stylet was returned with the device. A severe kink was visible below the sheath extender when the sheath extender was positioned at reference mark 5. The sheath of the device was noted to have been cut into two parts at approx. 3.5cm (proximal) from the sheath extender luer lock. The cut-off sheath/needle measured approx. 139cm (distal). This distal needle tip was examined under the microscope and it was confirmed to be bent/folded over. The customer complaint was confirmed as the device was returned with the needle broken below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. This would also result in the difficulties experienced by the customer in retracting the needle. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c1104115 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the information provided by the customer: ¿the patient did not experience any adverse effects due to this occurrence¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to include the device evaluation and investigation conclusions. The needle would not retract back into the sheath.